Event description:
It was reported that during a complex hwr of spanning plate and orif distal radius, possible arthrex plate, possible wrist ex-fix, orif druj, triceps revision/repair procedure, the plate was removed and reduction of the fracture was performed. When manipulating the fracture, the surgeon mentioned that the bone was subpar and x-rays showed the same. He asked to use the arthrex drp set; it was opened and he chose to use the standard left 3-hole plate, ar-8916vsl-03. He inserted a 3.5 cortical screws in the oblong hole and didn't like the fit, so he took it out and bent the plate. Inserted a 3.5 screw back into the oblong hole and liked the fit much better. He asked for the locking tower, then about variable angle, so we gave him the val guide and rep told him he had a 20 degree cone. He drilled, measured and inserted a 20mm 2.4 val, ar-8724v-20, screw in the central-medial hole. Rep didn't have direct visualization but saw him back the screw out, or try to, and then asked why our driver tips are blunt. The rep gave him the other tip from the set and he stripped the screw. He pulled the the 3.5 screw out, pulled the plate out and said the 2.4 went through the plate. He then asked for a set by a different manufacturer and started putting there drp plate on. Rep obtained the plate and screw from the scrub and stayed for the rest of the distal radius orif running the c-arm.additional information provided 8/9/2021: date of first surgery was approximately one month prior to the revision the surgeon was doing on (B)(6) 2021. A revision was being performed because the was a nonunion of the distal radius. The first surgery was not done with any arthrex products and was not done by dr. Viola. The pn of the driver is not known.

Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to user error due to over-torguing of the driver during insertion of the screw.